Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging confirmed that the lead was dislodged. A lead revision was performed to reposition the lead and the patient was in stable condition.